Event description:
The biomed called to report that the user had reported to him that the device had failed the paddles test in shift check. This occurred during testing; there was no patient involvement.

Manufacturer narrative:
(B)(4). The biomed was not able to reproduce the test failure, and could provide no additional information. The biomed took the device out of service. No additional action was requested from philips. The biomed noted that he called philips to advise them of the test failure only. The cause of the test failure is unknown. We are considering this a malfunction but we are unable to determine the cause because the symptom was not reproduced by the customer, and the device was not evaluated by philips.